Manufacturer narrative:
Review of the product DHR did not turn up any nonconforming issues during manufacturing. Affected device was not returned for evaluation. No additional investigation could be conducted. The root cause was undetermined.

Event description:
Kurin device used for drawing blood cultures. When first bottle was removed, needle in vacutainer was not covered by rubber stopper and blood flowed freely from device. No blood exposure occurred.